Event description:
The ICD involved in this MDR report was implanted on (B)(6) 2009. The warning message "invalid calibration constants" was displayed upon interrogation. Technical services recommended to perform a specific parameter reprogramming sequence in order to prevent the warning message from appearing. Reportedly, the message disappeared.

Manufacturer narrative:
Feb 01, 2010. This event concerns a device that was mfg and used outside the united states. Method - review of the electronic data and files received. (B)(4). The warning message "invalid calibration constants" was displayed upon interrogation on (B)(6) 2009, because a mismatch was found between specific configuration registers in the implant memory and their associated error detection and correction code (crc). Upon interrogation, the different calibration values stored in the device memory were checked; one (or more) bit value(s) were found incorrect in some memory locations, which led to an update of these values through the programmer and triggered the above mentioned warning, as specified. The origin of this incorrect value(s) remains unk; however, this was not a permanent behavior of the implanted ICD.